Event description:
On (B)(6) 2013 - attempted to remove a penrose drain which was placed after c section. Drain appeared to snap and distal edge was jagged. A stat u/s was then undertaken and the tract from where the drain had been was thoroughly evaluated; there was no evidence of any remaining penrose tubing in the abdomen. A flat plate abdomen x-ray confirmed that the drain seems to have been removed in its entirety. On (B)(6) 2014 - to operating room today exploratory lap for small bowel obstruction. A retained penrose drain was found s/p lstc/section, right partial salpingectomy of (B)(6) 2013. Dates of use: (B)(6) 2013 to present.